Event description:
Our facility has repeatedly experienced system error 322 "link switch error" occurrences over the last few months. When this occurs, the infusion system stops infusing. Some of the alarms have been the result of nursing failing to close the door completely, some have been due to screws being loose, and some could not be duplicated.====================== manufacturer response for infusion pump, sigma spectrum (per site reporter).====================== manufacturer issued urgent device correction on (B)(4) 2014.